Event description:
(B)(6): customer reports via phone to product monitoring that system was unable to fluoro during an unknown pt procedure. Pt age and gender are unknown. Facility does have back-up capabilities. Pt was moved to another room where procedure was completed without incident. No injuries reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.